Event description:
It was observed during the device inspection, that the gastrointestinal exhibited foreign body in the subsidiary water supply channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the jet tube had foreign material, but the type of the material or definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: -the instruction manual operation manual ¿gif-ez1500, chapter 3 preparation and inspection¿ describes the methods for detection. -the instruction manual reprocessing manual ¿gif-ez1500, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.